Event description:
Pt had chemoport inserted. Has been undergoing chemo treatment. While in for last treatment, the patient complained of increased pain in the neck and chest. Studies revealed a non occlusive blood clot. Port remains in place.